Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during normal device change out, the implantable cardioverter defibrillator (ICD) had trouble engaging the superior vena cava (svc) header screw. The physician tightened the header screw but did not hear a click from the wrench. The header screw was backed out, the lead was reinserted, and the screw was retightened. The physician heard the click from the wrench and felt the screw was tight. The ICD remains implanted. No patient complications have been reported as a result of this event.